Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 5 months. Manufacturers investigation conclusion: a correlation between the device and the reported thrombus and mi could not be conclusively determined through this evaluation. The account reported the patient presented to the account symptomatic with a nstemi. A cardiac cath verified a large aortic cusp thrombus along with some occluded coronaries. Following the procedure, the patient was transferred to the ccu and treated with integrilin and nitroglycerin infusion along with heparin after the sheath was removed. The hm3 IFU lists thrombus and mi as adverse events that may be associated with the use of the hm3 lvas. This IFU outlines recommended anticoagulation therapy and inr ranges. The patient later expired on (B)(6) 2019 due to acute on chronic heart failure complicated by cardiogenic shock (reported in MFR#2916596-2019-02217). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient began experiencing substernal chest pain radiating to the left arm. The pain was described as sharp and was associated with nausea without vomiting, diaphoresis, and shortness of breath. The patient was presented with non-st segment elevation myocardial infarction (nstemi) and was hemodynamically stable without chest pain. Cardiac catheterization report found a large aortic cusp thrombus complicated by embolization to the ramus, proximal left circumflex artery, left anterior descending artery and diagonal branch 1 during coronary angiography. The patient was transferred to the critical care unit (ccu) where integrilin and nitroglycerin infusion were continued and heparin was started after sheath removal.